Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. Insulin pump received with pillowing keypad overlay and cracked select button keypad overlay. Hardware low level failure alarm (variableinfo=3) confirmed in the insulin pump history and during self test due to broken trace.

Event description:
The customer reported via phone call that the round button the insulin pump did not respond. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer stated that numbers were not ramping on their own and also the scroll bar was not moving with no input. Customer stated the insulin pump had hardware low level failure alarm and it was successfully clear the alarm and self test was passed. Customer also state the damaged to the inner line on the button silver. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.